Event description:
I used ashley black fascia blaster on stomach scar. Within hours I became severely depressed. Like catatonic depression not realizing I continued for a couple of weeks. I fell so deep into depression. I was unable to leave my bed for months. I also experienced severe anxiety, memory loss. I just wanted to die. I had no idea it was related to blasting. I stopped blasting for whatever reason. I began blasting again in (B)(6), this time on a scar that runs along my hairline. Later that night I was a fetal position again crying uncontrollably for hours. I am still experiencing crying, ruminating, anxiety and memory problems and stomach pains. I texted my sister to tell her how depressed I was. She has immediately made the connection.